Event description:
The customer reported to olympus, on april 21, 2023, the evis exera iii gastrointestinal videoscope tested positive for over 50 colony forming units (cfus) of chryseobacterium shandongense, over 50 cfus of escherichia coli, and over 50 cfus of stenotrophomonas maltophilia. On april 25, 2023, the scope tested positive for 8 cfus of chryseobacterium species, 4 cfus of gram-positive bacteria, and 3 cfus of enterobacteria. On may 4, 2023, the scope tested positive for over 50 cfus of chryseobacterium species, 30 cfus of candida guilliermondi, and over 50 cfus of gram-negative bacteria. The air/water channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel. During manual cleaning, the leak test was performed and the detergent used was 3 e-zyme. The forceps elevator and distal end were flushed. The instrument/suction channel and distal end were brushed. The automated endoscope reprocessor (aer) used was medivators with medivators detergent and plum hospitalsprit disinfectant. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by the aer and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no contamination was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the switch box was scratched, watertightness was lost due to a pinhole on the bending section rubber, the adhesive on the bending section rubber was discolored, and the bending angle in the left direction was out of standard. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - brushing was not performed for inner biopsy port, or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from the IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.